Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no device problem found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope presented distorted images. The issue occurred during an unspecified therapeutic procedure and was completed utilizing the same device. There were no reports of patient harm.